Manufacturer narrative:
The actual device was not available; however, two (2) retained samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An air passage test and underwater leak test were performed, and no leaks or blockages were identified. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set leaked from an unspecified location. This was observed during an infusion of alprostadil. The device was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.